Manufacturer narrative:
Age at time of event - over the age of 18 years old.

Event description:
It was reported that the brake failed to lock on wire. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. The tip of the rotawire moved unintentionally within the lesion during dynaglide mode. The rotawire advanced to the peripheral side of the lesion when the burr of the rotalink advanced into the body. The procedure was completed without replacing the device. No patient complications were reported.

Event description:
It was reported that the brake failed to lock on wire. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. The tip of the rotawire moved unintentionally within the lesion during dynaglide mode. The rotawire advanced to the peripheral side of the lesion when the burr of the rotalink advanced into the body. The procedure was completed without replacing the device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - over the age of 18 years old. Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned. So, functional testing consisted of using a test rotawire. The test wire was inserted into the annulus of the burr and advanced through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the brake engaged when the foot pedal was pressed and held the wire in place. There were no abnormal movements of the wire observed during rotation of the returned rotablator device. Product analysis did not confirm the reported event, as the test wire was not able to move when the console foot pedal was pressed and the brake functioned as intended by design. There was no abnormal movement of the wire observed during rotation of the device.